Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of over 600 mg/dl. Customer had an emergency room visit due to hyperglycemia. Customer was in the emergency room overnight and was treated with sodium chloride and insulin injection. Customer reports to have received a no delivery alarm during priming. After troubleshooting, customer was advised that insulin pump was functioning as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).